Manufacturer narrative:
Report required by FDA for eua investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported conflicting results on same test. Received one positive and one negative. No information relating to any results or types of follow up testing on alternative platform provided.

Event description:
User reported conflicting results on same test. Received one positive and one negative. No information relating to any results or types of follow up testing on alternative platform provided.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Corrected data: initial report is cancelled due to an error in MFR number. Report will be submitted under the corrected report number (3014862188-2021-00039) (10 digit fei-based).

Event description:
User reported conflicting results on same test. Received one positive and one negative. No information relating to any results or types of follow up testing on alternative platform provided.

Manufacturer narrative:
Report required by FDA for eua investigation not complete at time of report. Follow-up report to follow completion of investigation.